Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the leading haptic of the iol tore the iris causing unstoppable hyphema. The surgeon completed the surgery, but did not implant the iol. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a #9 lens case. Solution and possibly blood was dried on the lens. The optic has a light scratch/mark. No damage observed to the haptics. The product investigation could not identify a root cause for the reported complaint of haptic torn iris, hyphema. No damage was observed to the haptics. A light scratch was observed to the optic. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).